Manufacturer narrative:
Cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. (B)(6). (B)(4). The event is currently under investigation.

Event description:
It was reported that after a vena subclavia procedure an (B)(6) year old male patient, the catheter became clotted. The catheter was placed in the morning and by the afternoon the lumen with the red adaptor became clotted in the afternoon. The catheter was discarded due to contamination. In addition, the physician stated that the device at one time was sticking. The patient's condition is unknown.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the device history record, complaint history, documentation, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. The device is shipped with instruction for use (IFU), which notes: ¿preliminary reports indicate that catheter size can influence clotting; larger diameter catheters tend to promote clots (...) The catheter size should be as small as the use will allow.¿ based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.